Event description:
This is a report received at baxter (B)(4) on (B)(4) 2015 from (B)(6) regarding actifuse abx 1-2mm 5ml neutral english. The customer reported that on (B)(6) 2015 it was observed that the packaging (carton box and aluminium overpouch) had holes. The issue was observed in 1 unit before use. No patient injury has been reported.

Manufacturer narrative:
(B)(4). Upon receipt and review of the investigation results, the examination of the complaint sample has excluded a breach of sterility. Therefore no adverse health consequences are expected. Baxter (B)(4) completed the investigation. A one hundred percent visual inspection is performed for any abnormalities prior to product being released. Visual evaluation of the returned samples indicated that the damage was in the form of crushed outer carton, the packs were segregated from the batch. The sample inspection showed that there were no holes or other damage to the aluminum foil pouch, the small damage on the carton box would not affect the quality of the product as the sterility of the product would not be breached. Additionally, the reported issue is the first incident of this nature and the incident rate does not trigger any further action. This complaint occurred prior to the product being implanted into the patient and did not have an impact on patient safety. A batch review performed for the reported lot indicates that the reported batch was acceptable for release. No trend was identified. This case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: if a visible breach in sterility were to recur, the surgeon would have to either use a new kit, or decide to use alternative standard surgical products or methods for resolve the surgical problem. In the possible, worst-case scenario of a non-visible breach in sterility surgical field contamination with potential life-threatening consequences may occur. After consideration for potential harms and worst-case scenarios, an adverse health consequence is reasonably expected to result from this issue. Additional investigation is currently ongoing and the sample has been requested for evaluation. Upon its completion a follow-up submission will be sent.